Event description:
The manufacturer received information alleging a ventilator was alarming for a low oxygen condition . The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device was alarming for a low oxygen condition. The ventilator was returned to a third party service center for evaluation and the customer's complaint could not be confirmed or duplicated. The device performed to manufacturer's specifications.